Event description:
(B)(4). I went in to have essure coils implanted. I felt everything, it was torture. My blood pressure skyrocketed and I was almost admitted. I felt pain consistently in my pelvic region for over a year. I was depressed because I was in so much pain I couldn't live my life. I begged my doctor to remove the coils and she agreed. I had them removed in (B)(6) 2009. I felt better immediately, no pain in my pelvic area after removal.